Event description:
Additional information received states the patient is doing fine. After discussion, surgeon is sure the haze is not coming from the system. Since this event, the laser has been used without issue.

Manufacturer narrative:
According to clinical review, haze formation is related to a scarification of the bowman layer and therefore a medical appearance that often is influenced by things like deep ablations, corneal irregularities, uv-light exposure, medical history of the patient and many more factors that have to be evaluated by a medical professional. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received states that the patient used topical antibiotic drop, topical steroid drop, topical dry eye drops, and an oral pain medication post operatively. The surgeon stated he does not have a haze problem but might need to fine tune his nomogram for the use of this system. The surgeon cooled the cornea before and after treatment as well as took a break between phototherapeutic keratectomy and photorefractive keratectomy.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Device evaluated by MFR: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. UDI #: no UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a patient suffering from haze in both eyes post trans-epithelium laser treatment. Additional information requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.